Event description:
The user site reported that prior to a selenia dimensions mammography systems, 3d procedure on (B)(6) 2025, the technologist used the foot switch to lower the gantry, when suddenly the c-arm of the device began to rotate on its own counterclockwise until the c-arm was at 195 degrees orientation and nearly reached the floor. No user or patient injury was reported. A hologic field service engineer (fse) was dispatched to assess the device and discovered that the issue came from the c-arm switches. The user site reported to the fse that the c-arm switch buttons would get stuck. The fse replaced the switches, tested the new c-arm switches, and verified that the system is now operating according to manufacturer specifications. No further information is currently available.